Event description:
Patient came in for a routine check at the device clinic and found have a lead malfunction. In '08, patient underwent removal of the old cardiac defibrillator and implantation of new cardiac defibrillator in or.